Manufacturer narrative:
The analysis did not show proof of material failure or previous damages. It can be excluded that the lead left MFR in this state. In the 100% final inspection, the completeness of the wings on the tines is checked. It is assumed that the tine wing broke off during the implantation or explantation, caused by unfavorable tensile pressure. The damage of the insulation on the is-1 connector was also probably caused by strong tensile pressure during implantation or explantation. This is how blood entered the lumen of the distal ring line.

Event description:
Ous MDR: dislocated probe, the probe was remove upon the second revision. The probe header had only two anchors left.